Event description:
A "revolutionary anesthesia" was used on rptr on aug 23, 1995, for colon cancer surgery. It is an inserted device. (Shoulder) acting as a spinal procedure which stays in the pt until dismissal from hosp. It is referred to as an "epidural". Rptr feels as though they're paralyzed still in their mid-section and knees. Back and stomach are in constant pain; weakness & rptr needs assistance to rise or sit. Product info has been withheld from rptr.